Event description:
It was reported that this right atrial (ra) lead were explanted due to a suspected fracture and noisy signals due to an unknown reason. No additonal adverse patient effects were reported.